Event description:
It was reported that during implant, the surgeon asked to start the pump at 300 rpm. The "start pump" command was given on the heartmate touch but the pump did not start. The power was noted to be increasing. The surgeon confirmed that the pump was not on in the field and that this was also seen on the heartmate touch. After some time, the "start pump" command was given again on the heartmate touch and then the pump did start. Log files were submitted for review and captured that the power appeared to be noted at 15 watts once the pump did start and then the power normalized immediately. The perfusionist also did reset the system controller clock just prior to the first "pump start" command. The procedure finished as planned and per engineer guidance, the concern for recurrence was very low.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.